Event description:
Doe: 2008. Procedure: percutaneous gastrostomy. Info was provided that a percutaneous gastrostomy was performed in 2008 for feeding purposes. Fourteen days later, the pt complained of abdomen pain. CT revealed free fluid and air in the peritoneal cavity. Surgery revealed inadequate seal around the gastrostomy site. A single puncture into the stomach followed by dilatation up to 12f and insertion of the wills-oglesby gastrostomy tube. No t-fasteners were used. Laparotomy and closure of the leak and removal of the gastrostomy. Pt remains in the hosp. Complaint device was discarded.

Manufacturer narrative:
Still under investigation at this time.